Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited undersensing. Review of stored device data noted intermittent low signal r wave amplitude measurements. Additionally, the rv lead exhibited high threshold measurements. Technical services (ts) discussed potential programming options. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).